Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient the device inappropriately displayed a "release shock button" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.